Event description:
The customer's mother stated that the insulin pump was submerged in water, and now there is water underneath the screen. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly.